Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was an error message on the controller a couple days ago that read settings not available cannot provide your desired intensity settings. Patient stated they were going to charge the controller and when they turned the controller on the message came up. Patient mentioned they tried to go into the manual to figure it out and this morning the settings not available message kept popping up all the time. Agent asked clarifying question and patient stated anytime they wanted to use the controller the message would come up. During the call agent walked patient through adjusting therapy and when patient increased therapy in group a settings not available appeared. Agent confirmed patient was able to increase therapy in group b and c and use the 2 groups in the meantime. Agent reviewed device function. Patient was redirected to their hcp for next steps. Additional information was received from the patient reporting that the cause of the settings not available message was due to ¿one of the 15 (understood as contacts/electrodes) was broken. The rep just reset everything and they could now use the setting a instead of b. The issue had been resolved and the rep was wonderful.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via patient letter. Patient reiterated that they had an appointment with rep who told her their lead was broken. Patient was asked about what caused lead to be broken and patient responded a snow storm in january. Patient came in through their front door and slipped on the threshold and fell into their entertainment center. The jolt must have caused one of the 15 to break. Weight at time of event was 125 pounds.